Event description:
It was reported that an arteriotomy closure of an unspecified access site was attempted using a proglide device after an unspecified procedure. Reportedly, the device failed. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Date of event estimated. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The following additional information was received: it was reported that a venous closure of a left common femoral vein was attempted with a proglide device after a mitraclip interventional procedure using a 6f sheath. Reportedly upon deployment, the footplate did not close (retract) properly. The patient was taken to the operating room where the vascular surgeon performed a cutdown to remove the retained device and repair the left femoral vein. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Revised: the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of tissue damage is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.h6: medical device problem code 3190; health effect - clinical code 4582; health effect - impact code 4641; and investigation conclusions code 4311 were removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.